Event description:
Patient reported that her blood glucose stayed at 50 mg/dl most of the day. Patient stated that she ate all of her glucose tablets, 2 candy bars, drank a coke and gave herself a glucagon shot. She was advised to switch to her back-up device.